Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During a femoral osteotomy procedure on (B)(6) 2013, the oscillating saw attachment did not vibrate. It is reported a spare device was used to complete the procedure with no further problem, no harm to patient. No delay in procedure was reported. This is report 1 of 1 for complaint (B)(4).